Manufacturer narrative:
This report is submitted on october 7, 2022.

Event description:
Per the clinic, the patient experienced an infection of the outer/middle ear (not device related) resulting in an extrusion of the electrode to the external auditory canal. The infection was treated with antibiotics (mode of administration unknown). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 18, 2022.